Event description:
It was reported that the patient was experiencing irritation at the implant site and the implant was already opening. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well fine postoperatively. Hospital did not want to send back explanted products.